Manufacturer narrative:
Result: debris in IV socket.

Event description:
It was reported by service report that the bed will not go into chair position. No pt involvement or adverse consequences are reported.